Event description:
The facility representative reported a flo-gard infusion pump that does not turn on. It is unknown when this event occurred but was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that won?t turn on was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that an f-94 code, found as an ancillary condition, confirms the condition. The root cause of this condition was determined to be a defective main battery. The main battery and harness were replaced to correct this condition. A device history review could not be completed as the data-card retention period has expired.a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.